Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted due to pocket infection and pocket erosion. The leads were explanted due to infection. No further information is available.

Event description:
New information received notes that the patient was stable before and during the procedure.